Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis. Deflation on the left breast prosthesis and capsular contracture on the right breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 250cc saline prostheses on (B)(6) 2017. The patient fully recovered. This report is for the right breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicates the device appeared intact. No anomalies were found. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) for the lot number 6653001 was has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Concomitant products: left mentor smooth round moderate profile 250cc saline prosthesis, catalog: 3501635, serial number: (B)(4), lot: 6653001. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis. Deflation on the left breast prosthesis and capsular contracture on the right breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 250cc saline prostheses on (B)(6) 2017. The patient fully recovered. This report is for the right breast prosthesis.